Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt no longer has stimulation. The charger and programmer can no longer communicate with the ipg. The pt was sent a new charger. The replacement charger was also unable to communicate with the ipg. No further info is available at this time.